Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿right side foci of signal alteration inside the right breast implant indicating loss of permeability (¿water-droplets¿)¿ (rupture).

Event description:
Patient reported capsular contracture for the right side: ii. Healthcare professional reported right side foci of signal alteration inside the right breast implant indicating loss of permeability (¿water-droplets¿), confirmed via MRI, capsular contracture baker grade ii, and cysts of up to 0.6cm (not device related). The device remains implanted.